Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was excessive additive quantity. The following information was provided by the initial reporter. The customer stated: "we have a bottle of purple top blood collection vacutainer which has solution in approx. 3ml."

Manufacturer narrative:
H.6. Investigation summary: bd received a photo of the tube filled with water from the customer in support of this complaint. The photo was evaluated and the issue of excessive solution was observed. Additionally, 100 retained samples from the bd inventory were visually inspected, and no drawn tubes were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was excessive additive quantity. The following information was provided by the initial reporter. The customer stated: "we have a bottle of purple top blood collection vacutainer which has solution in approx. 3ml."